Event description:
It was reported that after the camera connected properly, a warning sign prompted during the adjust camera screen saying ¿camera infrared lamp is not working properly. This may result in a limited field of view.¿ the scrub tech pressed the dismiss button and next the ¿initializing camera window" came up on the screen and spun for several minutes. Quit or dismiss couldn't be pressed and system was rebooted and tried once more to connect. The camera took another several minutes to attempt to connect and after one more re-boot, with a second camera, it was able to be connected and calibrates without issue.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the product performed as intended during evaluation. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection found no visual damage to the returned camera. During functional evaluation, the camera accuracy was verified with the ndi accuracy assessment toolkit twice, and passed both times. The event log for the camera was reviewed and did not show any infrared lamp errors. The camera was connected to a system with a mock case open for 48 hours so that the camera and leds were on the full time. During the 48 hours, there were no error messages about the infrared lamp error and mock cases were run at 24 and 48 hours during the test with no issues. Therefore, no problem found with the camera. It is possible that the error message was a different camera error, such as a tracking failure, however since we were not present at the time of the case, we cannot confirm or deny this. It is possible that a different camera was used in this case than the one reported and returned, however there have not been any further camera issues reported at this account after this event. No further action is needed at this time.